Event description:
It was reported there was an under infusion of an unspecified medication in the oncology department. The clinical department reported to hospital biomed ¿too much left in the bag when the infusion was done.¿ the hospital biomed tested the devices with an unspecified methodology and reported the device "under infused 14%". Results were provided: test 1, rate: 50 ml/hou, vtbi: 50, device delivered 43ml instead of 50ml. Test 2, rate: 200ml/hour¿ vtbi: 200, delivered 182ml instead of 200. New IV line and hard IV bag was used. Test 3, rate: 600ml/hour, vtbi: 200, delivered 180ml. New IV line and soft IV bag was used.". Although requested, no specific clinical details were provided. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b17, annex c: c20, annex d: d15, additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a25, annex g: g07001, annex b: b01, b14, annex c: c19, annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was an under infusion of an unspecified medication in the oncology department. The clinical department reported to hospital biomed ¿too much left in the bag when the infusion was done.¿ the hospital biomed tested the devices with an unspecified methodology and reported the device "under infused 14%". Results were provided: test 1, rate: 50 ml/hour, vtbi: 50, device delivered 43ml instead of 50ml. Test 2, rate: 200ml/hour, vtbi: 200, delivered 182ml instead of 200. New IV line and hard IV bag was used. Test 3, rate: 600ml/hour, vtbi: 200, delivered 180ml. New IV line and soft IV bag was used.". Although requested, no specific clinical details were provided. There was patient involvement but no harm.